Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/07/2013 with the following findings: the keypad rubber was observed to be thinning leading the symbols to be worn but they keypad intact. The contrast button was intermittently unresponsive and the other buttons responded appropriately. There was contamination found under the up, down and ok buttons. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under the buttons. This report is made based on results of investigation completed on 11/07/2013.